Event description:
It was reported that the patient presented to the clinic via remote monitoring transmission. Upon review, it was observed that the right atrial lead exhibited high out-of-range pacing impedance at above 2,000 ohms upper limit. There was no reported adverse consequence on the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).